Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the time of functional lateral wound anastomosis when reconstructing with laparoscopic rectal resection and at the time of closing the insertion opening, the firing of the three devices could only be performed halfway, and it was impossible to take out a new stapler. The handle was squeezed with a force, and a snapping sound sounded and a component broke off. It was noted that there was thick tissue. To resolve the issue, a new handle and reload were used. The surgical procedure was extended for more than 30 minutes.